Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle won't turn. Imdrf device code a04 captures the reportable event of damaged band. Block h10: the speedband superview super 7 was not returned; however, a photo of the complaint device was provided by the complainant. Per media analysis, the photo showed the bands were damaged and out of their original position, resulting to the inability of the device to deploy the bands. No other problems with the device were noted from the photo. The reported event of band damaged was confirmed; however, the reported event of handle won't turn cannot be confirmed. Upon media analysis, it was observed that the bands were damaged and out of their original position, resulting to the inability of the device to deploy the bands. Since the device was not returned, there is not enough evidence to determine whether the handle could not rotate, and the bands got damaged was due to the physician's technique during the procedure, due to the patient's anatomical conditions or was related to a device malfunction. Due to lack of evidence and without proper evaluation of the device, the most probable root cause for the encountered problems will be documented as cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) and banding procedure performed on (B)(6) 2023. The physician installed the device onto the endoscope and there was no difficulty experienced upon setting up the device. During the procedure, the physician inserted the scope towards the bleeding site, and when he tried to rotate the handle, it would not rotate. The bands were intact, but the handle would not rotate at all. Since the handle was stuck and the patient was still bleeding, he removed the device and installed another one onto the scope. The procedure was completed with another speedband superview super 7 and it resolved the bleeding. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved and one of the bands was damaged.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) and banding procedure performed on (B)(6), 2023. The physician installed the device onto the endoscope and there was no difficulty experienced upon setting up the device. During the procedure, the physician inserted the scope towards the bleeding site, and when he tried to rotate the handle, it would not rotate. The bands were intact, but the handle would not rotate at all. Since the handle was stuck and the patient was still bleeding, he removed the device and installed another one onto the scope. The procedure was completed with another speedband superview super 7 and it resolved the bleeding. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved and one of the bands was damaged.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle won't turn. Imdrf device code a04 captures the reportable event of damaged band. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with six bands attached, some of them were moved and overlapped, and two bands were broken. The suture thread was unfolded from the ligator housing and the ligator housing still had six bands attached. The handle slot did not show insertion marks of the trip wire. The suture thread had an extra knot that was not a production knot, possibly done during the procedure. The ligator housing teeth were found bent/damaged. The suture hole of the ligator housing was in good condition. The returned irrigation tube was in good condition. Per media analysis, the provided photo showed the ligator housing with the bands moved from their position, and one band was broken. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands damaged was confirmed; however, the reported event of handle won't turn was not confirmed. Upon analysis, the bands were moved and broken. In addition, the suture thread was fully unfolded from the ligator housing, and it still had six bands attached, which indicates the device was unable to deploy the bands. It was also found that the ligator housing teeth were bent and the trip wire was not secured to handle. The returned handle was in good condition and the know could be rotated without any problem. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire and bent ligator housing teeth, indicates that an incorrect application of tension to the trip wire at the time of deployment may have caused problems during the procedure. Due that the trip wire was not secured, it is possible that it had slipped inaccurately, moving the bands from their place, overlapping them as if twisting them until they broke. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle won't turn. Imdrf device code a04 captures the reportable event of damaged band.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) and banding procedure performed on (B)(6) 2023. The physician installed the device onto the endoscope and there was no difficulty experienced upon setting up the device. During the procedure, the physician inserted the scope towards the bleeding site, and when he tried to rotate the handle, it would not rotate. The bands were intact, but the handle would not rotate at all. Since the handle was stuck and the patient was still bleeding, he removed the device and installed another one onto the scope. The procedure was completed with another speedband superview super 7 and it resolved the bleeding. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved and one of the bands was damaged.